Event description:
It was reported that lead integrity alert (lia) was triggered due to high short interval counts (sic) and high right ventricular (rv) lead impedance. It was noted there was possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).